Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet system followed by rising blood glucose, with a fingerstick value of 301 mg/dl after a recent full supply change; the infusion site adhesive was noted as damp with a slight wrinkle, and the user attempted a meal announcement to address hyperglycemia before receiving education on proper high glucose protocol. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education, with guidance to perform a complete supply change and monitor for glucose reduction. Investigation included customer support review of alarm history and guided troubleshooting, including a full supply change and confirmation of insulin delivery resumption. Investigation of this case revealed that the cause of hyperglycemia was unclear, with possible contribution from infusion site or set adherence issues given the damp adhesive and site wrinkle, although no obvious tubing or cannula defect was observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.